Event description:
It was reported while interrogating a reveal dx device the programmer began to print reports and then locked up with a system error. Recycled power and the error would clear, but printing is very slow although the reports do eventually print. The programmer will be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.